Event description:
Customer's husband reported that his wife received a glucose result of 451 mg/dl on her freestyle blood glucose monitor, and modified her nightly insulin dosage based on this result. Around 1am her husband found her shaking violently, sweating, and non responsive. Customer received a glucose result of 36 mg/dl on their freestyle, compared to a result of 185 mg/dl on her husband's one touch blood glucose meter. Orange juice, food, and a glucose tablet were administered in order to stabilize glucose levels.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 410 mg/dl as reported by the customer was identified in the meter internal log.